Event description:
A report was received that a patient's precision system was explanted. The system had caused the patient pain and made her fibromyalgia worse. The patient was reportedly doing well following the explant procedure.

Manufacturer narrative:
The explanted devices were discarded by the medical facility and will not be returned to bsn for evaluation. A review of the manufacturing documentation of the explanted devices found that no anomalies or deviations potentially related to the event occurred during manufacturing. This is the final report.